Event description:
It was reported that during a low anterior resection procedure, the proximal and distal staples closed. But in the middle, the staples were open. They did a transanal anastomosis. No further info is available. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/15/2009. Info anticipated, but unavailable at this time.